Manufacturer narrative:
Fractured screw from insertion post. Fractured was caused by mechanical overloading caused by user. Dentist should have consulted instructions for use to prevent this from happen.

Event description:
Fractured screw from insertion post.